Event description:
During transport for meal, right side of geri chair gave way causing resident to slide to the right and onto the floor. Resident was transported to hosp and returned same day with head contusion, back and hjp contusion, arm abrasion and skin tears on left had and nose. Bruise was noted on right cheek and shoulder. The chair was moved and secured in the maintenance shop. An inspection found stress fractures in a plastic brace. Other fractures were present. All chairs with plastic braces were removed from svc and the MFR of the brace was contacted for corrective action. Replacement parts were received and installed.